Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report in which the facility stated "they said they just got that scope back. Scope was heating up, smelling like smoke and it burned the user". Pentax medical contacted the initial reporter to gather additional information on the event. Responses from the initial reporter on 12/02/2016 stated during pre-use inspection of the light source, while the fiber scope was connected to the halogen light source with the appropriate light guide adapter, the user noticed a burning smell coming from the halogen light source. The fiber scope was disconnected from the light source, and after doing so, the user touched the light guide prong and felt extreme heat through their glove, however, the heat was not extreme enough to damage/mark the glove or cause a burn to the user. The initial reporter also stated the burning smell may have been the cause of foreign particles which may have entered into the halogen light source. The halogen light source was returned to pentax medical for evaluation. Pentax medical requested the fiber scope also be returned for evaluation. The initial reporter stated the fiber scope would not be returned to pentax for evaluation. Pentax service evaluated the halogen light source on 12/2/2016 and 12/07/2016 using a different model fiber scope for each evaluation. During the evaluation, the lamp bulb was removed from the halogen light source and inspected for signs of damage. The bulb was placed back into the halogen light source, a fiber scope was connected, and the unit was turned on for 3 hours at maximum brightness. Results of the evaluation concluded the lamp bulb did not show signs of damage. In addition, the halogen light source functioned as intended. The instructions for use for the halogen light source specifically states "this equipment should never be installed or used in areas where the unit could get wet or be exposed to any environmental conditions such as high temperature, humidity, direct sunlight, dust, salt, etc., which could adversely affect the equipment. Do not install, operate or store electro-medical equipment in a dusty environment. Accumulation of dust within these units may cause malfunction, smoke, or ignition." In addition, "immediately after use, the metal light guide plug of the endoscope may be hot. To avoid burns, do not touch these areas immediately after use."

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The halogen light source was returned to the customer on (B)(6) 2016. A device history review was performed on (B)(6) 2017 confirming that the halogen light source was manufactured under normal conditions, passed all the required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.